Event description:
It was reported that a spectrum pump turns off without user input. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval did not reproduce the unit turns off without user input. Review of the history log could not confirm that the reported symptoms and no device malfunction could be identified.